Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the 10cc prodense unit was mixed and upon delivery would not exit the delivery needle after 4 minutes when filling screw tracks in the hip after hardware was removed. 2 of the three screw holes were filled before the prodense would not exit the delivery needle. One screw hole was not filled with prodense. This resulted in a 3-4 minute delay in surgery.

Event description:
It was reported that the 10cc prodense unit was mixed and upon delivery would not exit the delivery needle after 4 minutes when filling screw tracks in the hip after hardware was removed. 2 of the three screw holes were filled before the prodense would not exit the delivery needle. One screw hole was not filled with prodense. This resulted in a 3-4 minute delay in surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Successful use of the product requires the surgical team to accurately control mixing time, mixing speed, complete mixing, use of all components supplied, using only those components supplied in the kit (no substitution). Any variable outside the parameters supplied in the mixing instructions may affect the chemical and physical properties of the product. If more information is provided, the case will be reassessed.